Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2. E1: patient city: (B)(6) patient country: united states.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced two infusion sets leakage events on (B)(6) 2025. No further information available.